Event description:
Reportedly, the device was explanted at implant due to aortic insufficiency. Sales representative, received the report that an implanted valve was explanted because the tee showed ai. He is requesting a quality report to show the customer that it did not leak at the factory. The DHR review has been started. Device to be returned. Customer letter requested. *** urgent *** DHR results to be sent to customer asap.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device history record review letter was sent to customer advising device passed all inspections. The valve inspection includes a leak test on 100% of all devices. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Cut in the sewing fabric is detected at the outflow aspect of commissure 1. No other inconsistencies detected or in the x-ray. The valve was sent to rd for functional testing. Research and development completed the functional test and concluded with the following: "this valve was explanted at implant due to ¿aortic insufficiency,¿ which could not be reproduced by edwards standardized in vitro functional testing. A small amount of non-central leakage was detected, most likely through the stent assembly areas as described above. The trf measured through edwards standardized in vitro testing was roughly three times less than the 15% maximum allowed for a valve of the same size per iso (B) (4). Since an echocardiography not was provided, the ¿aortic insufficiency¿ observed in vivo cannot be confirmed. X-ray.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 358 mg/dl, 201 mg/dl, and 97 mg/dl. Customer took 4 units of insulin based on 97 mg/dl reading. No adverse event reported. Requested return of suspect device, and replacement was sent.